Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, a plastic part of the joint was broken off on the maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis found the primary failure of thermal damage - exposed electrode to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection there was no damage observed on the conductor wire. The maryland bipolar forceps instrument passed electrical continuity. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had an exposed electrode. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.